Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the field service engineer that during routine inspection, the endoscopic image of the subject device flickered. The repair center of olympus india checked the subject device and found that the reported phenomenon was duplicated and the video connector socket of the subject device had failure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-06367 and correct the initial report submitted on sep 10, 2020. As a result of the investigation, olympus medical systems corp. (Omsc) concluded that this complaint was not reportable event.